Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. Recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. The actual date of event is unknown, reported as " (B)(6) 2017"; therefore, we are using (B)(6) 2017 as date of event. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2017: the patient underwent surgery as a result of hernia recurrence and adhesions. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."